Event description:
While trying to pull back the wire stylet, after the catheter was easily advance into the subarachnoid space, the wire stylet broke despite following the manufacture recommendations.